Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gastric bypass procedure on (B)(6) 2018 and suture was used. While oversew the staple lines, the suture broke. There were no patient consequences.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.